Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery life was shortened. It was reported that the pump was appropriately alarming the user for low battery and battery replacement. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump history revealed evidence of excessive battery usage. The pump¿s electric current draws were found to be within specification. Unrelated to the complaint, a battery compartment crack was observed during evaluation. The battery cap was able to be properly secured. There was evidence of contamination on the underside of the battery cap. A leak test confirmed a leak at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.